Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty system panel. The technician replaced the panel with a loaner. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 system module switched off/on momentarily and the bubble functions switched off during priming. The customer also reported that one of the display modules went blank for a few modules. The customer replaced the modules and the issue persisted. There was no patient involvement.

Manufacturer narrative:
During further evaluation, livanova (B)(4) determined that the reported event is not reportable, as the issue is not likely to result in serious injury or death. This event has been reevaluated as non-reportable.